Manufacturer narrative:
A software analysis determined that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site was getting the grub menu. The site when through the kd article for both "I" and "f" actions. After doing the "f" action, the site was able to get to the login screen normally. There was no patient present when this issue was identified.